Event description:
It was reported that the device showed a premature battery depletion. The device did not deliver atp or shocks but was programmed to high output settings. The device was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.